Event description:
The customer reported difficulty with pressing the quick bolus/wake button on their pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer on how to press the button more effectively and confirmed that the pump screen did turn on, though the issue persisted. Consequently, technical support decided to replace the pump, and the customer was instructed to return the faulty device using a pre-paid label within ten days. Additionally, the customer was informed on how to put the pump into storage mode before returning it.